Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient had grown since the original implant in 2009. The patient was having morning stiffness. On (B)(6) 2014, an x-ray showed ¿catheter migration, tip barely projects in the spinal canal.¿ due to the patient¿s growth, the surgeon and managing physician wanted a new catheter placed at t6 which was the location of the original catheter. On the date of this report, the pump and catheter were replaced. The pump was nearing eri (elective replacement indicator) and the catheter was barely in the intrathecal space. The outcome was reported as ¿ongoing event.¿ the severity of the event was noted to be ¿mild.¿ the event was noted to be related to the device or therapy and possibly related to the implant procedure. The device system was delivering gablofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Event outcome was reported as resolved without sequelae as of (B)(6) 2015.

Manufacturer narrative:
Analysis of the catheter (s/n (B)(4)) found catheter body hole or tear caused by catheter connector pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.